Manufacturer narrative:
Results: bd received 42 samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of sliced tubing with the incident lot was not observed as all samples met the required specifications. Pressurized leak testing was conducted on the customer samples and no leakage was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6230967. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the device, bd vacutainer® winged safety push button blood collection set had a slit in the tubing with blood leaking out. No medical intervention or injury reported.